Event description:
Medtronic received information that during the loading of this transcatheter bioprosthetic valve, the valve inflow pulled away from the back plate. The valve was unable to expand. A decision was made to use a new valve. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex in original packaging and jar filled in clear solution. The serial number (B)(6) was returned with the valve. All leaflets were flexible and intact. As received, leaflets appeared wavy and in a closed position with a gap between leaflets 1 and 3. All commissures were intact. The valve extend ¿the valve inflow pulled away from the back plate¿ allegation, a loading simulation habited a marginally compressed condition. The valve was then submerged in warm saline where the frame was noted to expand further into its original state. To address was performed on the return valve. The valve was placed in a cold saline bath per instructions for us. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts; no anomalies were noted. The capsule was then advanced until the capsule guide tube covered the commissure pad of the valve; no anomalies were noted. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.